Event description:
On (B)(6) 2011, I fell backwards on invisible sidewalk ice, striking the back of my head very hard - felt the inside of my head bounce and vibrate. I was examined at (B)(6) hosp ER and a head CT scan w/o contrast was ordered. I questioned the CT need and was told I would feel reassured by having a fracture or bleed ruled out. I agreed to have the procedure. Initially with my head positioned in the scanner and the machine "starting," I felt nothing. However, within a short time and maybe towards the end of the scan, the inside of my upper head began to feel warm. That concerned me, and as I was moved out of the scanner, I asked the male "tech" who performed the scan, "is my head supposed to feel warm?" I noticed a sort of "strange" expression on his face, and he answered, "that must be from your injury - the machine doesn't do that." I know what I felt and I did not believe him. The "heat" went away shortly. The CT scan was subsequently read as "normal". Later at home, I looked in a mirror and noticed my cheeks and forehead were red, as if I'd been sunburned. This effect lasted several days. Having currently just found time to do some online research on CT scanners and finding info on malfunctions/improper settings/usage, etc., I am now very scared and afraid that I may have received a radiation overdose in an unk amount which could affect me adversely long-term. For my peace of mind or other, I need and feel I am entitled to some serious explanations as to what I experienced that day in the CT scanner and this particular incident needs immediate looking into. Unknown CT scanner at (B)(6) hospital.